Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a stent dislodgement occured. The target lesions were located in the heavily calcified ostium of the circumflex (cx), right coronary artery (rca) and distal left main (lm). All three lesions were predilated with a 2.5x30mm maverick balloon and a 3.0x15mm quantum maverick. A 3.5x18mm non bsc device was advanced to the cx, but was unable to cross due to a "big rock" of calcium. Then a 3.50x16mm taxus liberte drug eluting stent (des) was advanced to the cx, but was also unable to cross the lesion. The physician removed the device and decided to proceed to the rca. A 3.0x28mm non bsc device was successfully deployed in the mid to distal rca and then the lesion was postdilated with a 3.5x15mm quantum maverick. The physician then went back to the cx and attempted to cross the same 3.5x18mm non bsc device, but the device was still unable to cross the lesion. The physician then attempted to cross and cx with a 3.5x23mm non bsc device and successfully deployed the stent. The physician then attempted to advanced the same 3.50x23mm non bsc device and successfully deployed the stent. The physician then attempted to advance the same 3.50x16mm taxus liberte des to the distal lm to proximal cx but the device was unable to cross the lesion. When the physician pulled the taxus liberte des out of the pt it was noticed that the stent was missing from the stent delivery system (sds). An angiogram was performed to look for the stent but it was unable to be located inside or outside of the pt. The procedure was completed with no pt complications reported. The pt's current condition is listed as "ok".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from the review, a supplemental medwatch will be filed.